Manufacturer narrative:
Such event is known and generally caused by a failure to comply with the needle-syringe assembly directions, which are mentioned in the instructions for use. The design of the product, with a built-in luer lock and a double screw tread needle-syringe connection, makes needle disconnection/ejection unlikely to occur as long as the user safely screwed the needle onto the syringe.

Event description:
The event happened outside of the u.s., in (B)(6). Tha practitioner reports a needle ejection with teosyal rha3. The needles provided in the packaging were used. No patient consequence was reported.